Manufacturer narrative:
The delivery system was returned for evaluation. Visual inspection revealed the used delivery system was returned in the default position with a balloon shaft crack observed at the double default marker. Visual inspection also found full circumferential break on the balloon shaft at the proximal default white marker (double marker), no stress marks from bending was noted indicating a clean fracture of the balloon shaft material. X-ray images reveal the wire braiding was intact. No other abnormalities were observed on the delivery system. Due to the condition of the returned device, functional testing was unable to be performed as the balloon shaft contained a complete circumferential crack at the default marker. Dimensional inspection was performed adjacent to the crack to determine if there were any component non-conformities that may have contributed to the complaint event. The measurements indicate that the balloon shaft met specification at that location and no dimensional non-conformities were noted. Review of the work orders above did not reveal any issues that could have contributed to the complaint event. A lot history review did not reveal any other complaints for ¿balloon shaft- cracked¿. A review of the complaint history reveals that the occurrence rates for balloon shaft cracked for the commander delivery system did not exceed the august 2016 control limits for this trend category (damaged). No instructions for use or training deficiencies were identified. During manufacturing, the commander delivery system underwent the following inspections related to the reported complaint: · the balloon shaft components are inspected per receiving lot router on the following features: o general appearance ltpd 15% general note 3: parts to be free of mechanical damage, twists, knot lines, die lines, delamination, distortion, cracks, surface voids, bubbles, gross discoloration, exposed braid under min magnification o outer diameter at default marker location (dim 2) ltpd 10%. · all devices are 100% inspected by manufacturing and quality from the distal to proximal ends of the device under 2.85x minimum magnification for device damage (e.g. Kinks, cuts). · balloon catheters are 100% leak tested. Furthermore, manufacturing lot underwent product verification testing on a sampling plan which included visual inspection and inflation and deflation time. All samples passed visual inspection. The inflation and deflation time upper tolerance limit was 7 secs, statistically meeting the requirement of = 20 sec. These manufacturing inspections and processes are performed to mitigate against damage and cracks on the balloon shaft. In this case, the complaint for balloon shaft crack was confirmed during visual inspection as a full circumferential break was observed at the white default marker. Although it is possible that the balloon shaft was damaged during device prep to cause (or propagate) the observed damage, a review of complaint history supports that the event may be associated with a known balloon shaft component and/or packaging configuration issue: · this type of damage with a clean crack was also seen in prior complaints and replicated in engineering studies. Engineering studies were only able to re-create a clean break in this manner through a sudden impact force or sudden compressive load. The investigation indicates that the cause is related to the balloon shaft¿s material configuration, as balloon shafts subjected to sudden compressive loads can be susceptible to cracking. This device was manufactured prior to corrective actions. · a secondary issue was determined to potentially contribute to the balloon shaft damage. Engineering identified an inadequate packaging procedure that resulted in further corrective actions. Corrective actions and preventative actions (CAPA) were previously initiated to assess the potential patient risks and corrective/preventive actions associated with cracked balloon shafts. As detailed in the CAPA, the investigation led to identification of a weak proximal balloon shaft reflow joint as a possible root cause leading to a balloon shaft crack and leak near the y-connector balloon shaft bond. As a result, the following corrective and preventative action plans were implemented: · corrective action: balloon shaft reflow joint configuration (internal strain relief) design · new balloon shafts with internal strain relief proximal reflow joint configuration approved and incorporated the new balloon shafts into the top level commander bom · preventative action: add new design input engineering requirement for balloon shaft compressive load resistance · design requirements document (drd) was released and updated with a requirement for the balloon shaft to resist a compressive load. Of note, complaint device work order was manufactured with balloon shafts, which is prior to the implementation of the balloon shaft configuration design corrective action. A CAPA was previously initiated to assess the potential patient risks and corrective/preventive actions associated with packaging in the default position. Corrective actions related to packaging and operations include: · correcting packaging procedure to instruct operators to package device in the correct packaging configuration (packaging position). · re-train engineers involved with creation and implementation of requirements for transfer plans and dmr review.

Manufacturer narrative:
The device was returned for evaluation. Investigation is ongoing.

Event description:
As reported by a (B)(6) affiliate, while preparing a 23mm commander delivery, it was impossible to remove the air out of the device. All the connections were double checked and the three way stopcock was changed. Many attempts were made but a significant amount of air was still present in the system. While taking a closer look at the device, it was noticed that the shaft was cracked, next to the handle at the proximal marker. The system was immediately discarded and a new one was used. No harm came to the patient as the ds never left the crimping table. As per pre-deco evaluation, full break on balloon shaft at double white marker.